Event description:
An implant card received on (B)(4) 2013 indicated that this vns patient underwent full revision on (B)(6) 2013 due to a lead discontinuity. Follow-up showed that there was a lot of fibrosis. Attempts for product return have been unsuccessful.

Event description:
Prior to high impedance, the device was programmed to 1.5 ma output current, 0.5 minutes off, and 21 seconds on. On (B)(6) 2013, it was reported that the "patient goes bad" since the settings were lowered the device was not disabled because it was efficacious for the patient: the settings were just lowered. No interventions were planned. Surgery is likely but has not taken place.

Event description:
On (B)(6) 2013, it was reported that this vns patient's quality of life was very much improved with vns. High impedance was seen on (B)(6) 2013 for normal mode and system diagnostics (dcdc=7). X-rays images were provided; however, due to poor quality, they could not be assessed. Attempts for additional information have been unsuccessful. Surgery is likely but has not taken place.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected but did not cause or contribute to a death or serious injury.